Event description:
It was reported that the insulin pump alarmed motor error, motor position encoder error and motion sensor test failure. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime tests. Device was received stuck in motor error alarm loop during bolus or basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm noted during testing. Unable to confirm motor position encoder error alarm due to history file was over written. Device had cracked case at display window corner.